Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose ranged from 100s-200s mg/dl. Additionally, it was reported that there were air bubbles in the infusion set tubing during all occlusion alarm events. Reportedly, the pump supplies were changed to address the issue.